Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the atrial fibrillation was determined to be related to the device and the patient is on long term amiodarone.

Event description:
Additional information: the patient was reportedly having low flow alarms prior to ICD interrogation.

Manufacturer narrative:
Section b5: additional information. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the reported low flows, atrial fibrillation, and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also explains that changes in patient conditions can result in low flow and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that ICD interrogation revealed the patient had more than 9 hours of atrial fibrillation (afib). The patient's heart rate was in the 130s bpm. The patient was given amiodarone bolus 150mg and rate control improved. The patient had a history of afib and treatment changed to amiodarone taken orally on (B)(6) 2017 and the event resolved. No additional information was provided.